Manufacturer narrative:
Qn#(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted into the patient; however, the fiberoptix sensor (fos) was not recognized. The pump displayed the following messages "connect cal key" and "plug fiberoptix captor." As a result, the iab was removed and another iab with a different lot number was used for this patient. There was a delay in counterpulsation which agitated the patient due to the increase of the time spent on the operating table awaiting the second iab. Due to the patient's condition the resuscitation unit was called to sedate the patient while the patient remained on the coronary table. The second iab-05840-lws was prepped successfully and inserted. The intra-aortic balloon pump (iabp) therapy was functional. The patient received iabp therapy fine.

Manufacturer narrative:
(B)(4). Evaluation: no product was returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of unable to get fos signal is not able to be confirmed. The root cause of the complaint is undetermined.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted into the patient; however, the fiberoptix sensor (fos) was not recognized. The pump displayed the following messages "connect cal key" and "plug fiberoptix captor." As a result, the iab was removed and another iab with a different lot number was used for this patient. There was a delay in counterpulsation which agitated the patient due to the increase of the time spent on the operating table awaiting the second iab. Due to the patient's condition the resuscitation unit was called to sedate the patient while the patient remained on the coronary table. The second (B)(4) was prepped successfully and inserted. The intra-aortic balloon pump (iabp) therapy was functional. The patient received iabp therapy fine.